Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that there was a contamination issue. The plastic package was open. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p9242m. Investigation summary the analysis results found that an eph02 device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no anomalies were observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot and batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.